Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the customer reported complaint. Upon inspection, the "check endoscope cable connection/endoscope self-test failed" error was observed. The camera had loss of vision in both eyes. There was no light in one or both hirose fiber cables. The endoscope failed the voltage test. Button was not functional. The tip heater current was out of range.

Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, the 8mm endoscope instrument had recognition issues. The procedure was converted to another da vinci system with no report of patient injury.